Manufacturer narrative:
(B)(4).the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, after successfully placing the first mesh leg through the sacrospinous ligament, as the physician threw the second leg into the ligament, the needle detached from it and was captured in the capio catch cage. The physician cut the second affected mesh leg off and the "device was sutured so that it would not roll or bunch." The procedure was completed with this device, without complications to the patient, who is reportedly "fine" post-procedure.